Manufacturer narrative:
The lead was returned in good condition without any anomalies or damage that would contribute to the issue. It passed all functional tests. No physical or functional anomaly was observed that would contribute to the issue. The root cause of the issue could not be determined.

Manufacturer narrative:
Date of event is estimated. Explant date is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17348. It was reported that patient experienced ineffective therapy. Reprogramming was not able to resolve the issue. As a result the scs system was explanted on an unknown date.